Event description:
It was reported in a journal article that bilateral epitasis occurred in a patient with megakaryoblastic leukemia at the end of the induction phase of chemo therapy. A tampon with hemostatic agent was used to stop the bleeding. Five days later, tamponades were removed from both sides revealing redness. A few days after that, necrosis of the right nasal ala was noticed. Extensive debridement of the necrosis was performed. Mucormycosis caused by rhizopus was diagnosed by histological and bacteriological analyses of the necrotic tissue. Having cured the mycotic infection with amphotericin b therapy, the nasal defect remained. The disease is presently in remission, due to a cytostatic therapy. The general condition of the patient is good.

Manufacturer narrative:
(B)(4). Conclusion: as stated in the information for use in the precaution section, absorbable hemostat should be applied loosely against the bleeding surface. Wadding or packing should be avoided, especially within rigid cavities, where swelling may interfere with normal function or possibly necrosis. Precautions should be taken to assure that none of the material is aspirated by the patient. Additional information be obtained, a supplemental 3500a form will be submitted accordingly.